Event description:
A falsely elevated ctni result of 0.63 was obtained on the dimension rxl. The sample repeated at 0.82 ng/ml. The sample was placed on a dade behring stratus cs and a result of 0.01 was obtained. No action was taken by the physician. There was no adverse health effects to the pt due to the erroneous result being reported to the physician. Pt treatment was not prescribed or altered as a result of the erroneous result. Analysis of instrument data indicates instrument maintenance issues.